Manufacturer narrative:
(B)(4). Date sent: 8/14/2024 d4: batch # 926c17 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution for hemostasis controllable & incomplete staple line: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 926c17, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) . Date sent: 7/22/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained: how was the bleeding controlled? Clips and compression 2. How much blood was lost (ml)? Unknown 3. Did the patient require a transfusion? No the device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot/batch number maintenance: c9dx5p and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a vascular stapler was opened and on the first firing the vessel was bleeding and did not staple fully across the whole vessel. After the 4 subsequent firings, they all also bled and were oozing. This required additional minutes of using a sponge and compression to stop bleeding. No patient consequences reported. No further information is available.